Event description:
It was reported that an atrial arrhythmia was questioned as being true. The arrhythmia pattern of atrial pacing - ventricular pacing - atrial refractory events resulted in mode switches, and the patient was placed on medication about a month ago. In office, the previous pattern was not occuring; the patient was atrial pacing - ventricular pacing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed no anomalies. Correction: device codes.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.